Event description:
The customer reported there was no video image from the video processor on the main monitor. The customer was using one olympus monitor with the video processor and a non-olympus electronic medical record (emr) computer viewed on two ports. The customer stated the image was also not displayed from the emr computer. The customer removed this video processor from the configuration and connected a different video processor with the same result. Troubleshooting was conducted with the customer. When the customer routed the sdi out 1 from the processor to the emr computer, color bars appeared on the monitor. The customer was then asked to route the sdi out 2 from the processor directly to sdi in on the main monitor. Color bars again appeared on the monitor. When the original video processor was connected, the video images were present on the monitor. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has not been sent to olympus. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to the wrong connection location of the monitor. Olympus will continue to monitor field performance for this device.